Event description:
During use of the device for a non-clinical activity, the user reported that the battery would not hold a charge as expected. Upon unplugging the system from the wall power source, a message was displayed stating that there were 188 minutes left on battery power; however, battery power was depleted within 15 minutes. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.